Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during surgery of the prostate a user found a clip was broken when he/she attempted to load it into the jaws. No clips fell in the patient.

Event description:
It was reported that during surgery of the prostate a user found a clip was broken when he/she attempted to load it into the jaws. No clips fell in the patient.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73e1700773 was manufactured on 06/05/2017 a total of (B)(4) pieces. Lot was released on 06/09/2017. DHR investigation did not show issues related to complaint. The customer returned one loose clip from unit 544240 hemolok l clips 6/cart 84/box for investigation. The clip cartridge was not returned. The loose clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip was broken in two pieces. The damage is consistent with improper loading of the clip or as a result of using damaged appliers. The appliers were not returned. The returned clip appears used as there is biological material present on the device. Reference (B)(4) for investigation photos. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to other remarks: ensure proper functionality." It also states, "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip." The reported complaint of "clip broke" was confirmed based upon the sample received. One loose clip was returned. The clip was broken into two pieces. The damage observed is consistent with improper loading of the clip or using a damaged applier. The actual clip applier was not returned. A device history record review was performed with no evidence to suggest a manufacturing related error. Therefore, based upon the damage observed and consultation with r & d, operational context caused or contributed to this event.